Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Seven photographs and a video were provided for evaluation. All photographs and the video were visually evaluated, and it was confirmed that there are bubbles in the line, and air alarm readings in the infusomat space pump. The reported defect was confirmed based on the pictures and video. No sample was provided for further evaluation, without a physical sample, it is difficult to determine if any defect could cause the reported incident. The provided pictures and video do not offer the details necessary to determine any root cause at this time. However, a possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming, etc. All available information regarding this occurrence has been forwarded to our mrb in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: continued air alarms in the or which is stopping critical infusions. When we experienced repeated "air bubble alarms." Our anesthesiologists and nursing staff are very frustrated that critical medications are not being delivered each time these alarms occur. No injury reported.